Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully separated. The carrier tube was in the rear lock position. The anchor was not intact at the distal tip. No other damage or issues were identified. One 8fr device was returned to terumo medical corporation. The carrier tube and hemostasis sheath were returned fully separated with the carrier tube in the rear lock position. It is possible that the device was not fully connected during insertion which resulted in separation during use. The complaint was confirmed for sheath and carrier tube assembly difficulty. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was inserted into the insertion sheath; however, the sheath cap and the device sleeve did not snap together. When the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure was hemostasis. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.